Manufacturer narrative:
No patient involvement has been confirmed as issue occurred during standby. Futher information about repair, faulty parts and device's logs has been requested but not yet received.

Event description:
It was reported that during standby ventilator generated a technical error alarm indicating inspiratory flowmeter error. There was no patient involvement. Manufacturer's ref#: (B)(4).